Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented at follow-up in clinic. Device interrogation revealed that the right ventricular lead had loss of capture, out-of-range low pacing impedance, low irregular sensing, and noise. Programming changes were made. The patient was in stable condition.